Event description:
The device was used during a laparoscopic colon resection. At the first firing, md used device and couldn't staple and cut completely. Md tried eru35 to finish the operation: however, the instrument made some dull noise, and after that the firing trigger stopped working (wouldn't move) in the middle of the surgery. The case was completed with a new instrument. There was no consequence to the pt. (Eru35 also being returned.)